Event description:
A malfunction was reported by the customer, indicated by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump successfully, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues occur.